Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
Customer said that the catheter has ruptured. The nurse said that the catheter cracked at the patient attachment after 24 hours inserted. He didn't know what drug was used. The catheter was removed without consequences and a new peripheral venous access was done.